Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to wear; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date implanted - (B)(6) 2004

Event description:
It was reported that patient underwent total left knee arthroplasty in (B)(6) 2004. Subsequently, patient was revised on( B)(6) 2015 due to oxidation and delamination of the polyethylene bearing. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent total right knee arthroplasty in (B)(6) of 2004. Subsequently, patient was revised on (B)(6) 2015 due to oxidation and delamination of the polyethylene bearing. All components were removed and replaced.